Manufacturer narrative:
The peritoneal catheter was returned and was patent. However, the returned catheter did not meet the requirements for leak testing because it was returned in three pieces, one measuring 7.5 cm, one piece measuring 15.5 cm, and one measuring 12 cm, a total of 35 cm. It is unknown how or when this damage occurred. All of the edges were jagged. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the shunt was implanted 35 years ago. It was stated that when patient was receiving a hormone injection, they had an ¿unusual feeling¿ in their clavicle. Swelling was noted when the physician saw the patient. An x-ray taken showed that cerebrospinal fluid leaked due to a catheter fracture. An attempt was made to remove the catheter, but the catheter fractured further and was partially extracted. The catheter was replaced with a different manufacturer¿s product. The patient¿s status was listed as no injury.